Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer. Representative regarding a patient undergoing spinal ther apy for compression fracture due to primary osteoporosis. It was reported that when an attempt was made to inject cement into the bfd from the mixer, the plunger could not be pushed in. When the bfd was removed and the plunger was pushed in, more force was needed than usual, but the cement came out. There was a delay of less than 60 minutes in the overall procedure time. There was no patient symptom reported in this event. No further complications were reported/anticipated.